Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during biomedical testing. During product evaluation at baxter, it was discovered that the failure code 810:11 was caused by the ail pcb (air in line printed circuit board) out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is that the ail pcb was out of calibration. The ail pcb was recalibrated. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).